Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When the farawave catheter was inserted into the faradrive steerable sheath clear air was aspirated. When the farawave catheter was removed, there was no air ingress. The hemostatic valve of the faradrive steerable sheath clear was strongly suspected to be the cause of the event. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.